Event description:
Hamilton medical ag received the following event description : "initial problem was for tf 5501 ".

Manufacturer narrative:
The cable connecting the sensor board to the motherboard was not seated completely. It came disconnected at a touch. Tf 5501 was cleared but during calibration the reading for ppat in test 13 read -7.2 cmh2o when set for 0 cmh2o. Servo module was replaced and the ventilator was calibrated.